Manufacturer narrative:
The reported issue was confirmed. Per CAPA#: 2440507 and sa#: ucc-21-4055-sa, "the root cause of the situation is a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. Axiomtek to complete action activities in dy-scar-2020-004." The device was evaluated upon receipt. The touchscreen is inverted and not responding correctly. A video was attached by the service technician showing inverted touchpoints. The control panel will be scrapped and was replaced with new control panel. Passed the electrical safety testing and is now ready for used. A DHR review is not required as the complaint is addressed by existing CAPA. Labeling/packaging review is not required because labeling could not have prevented this issue. CAPA#: 2440507 has been opened for this failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed reported alarm 47 pops up on the arctic sun device screen, tried to reboot but the problem persisted. Per review of wo, no patient involvement. Alarm pops up during the general maintenance. Per sample evaluation results on 29aug2025, the touchscreen was inverted and not responding correctly.